Manufacturer narrative:
Conclusion: cause could not be determined.

Event description:
The device was returned for evaluation. From the examination, the event was not confirmed; the delivery system was unremarkable and functioned as intended. The root cause of the event could not be conclusively determined.

Event description:
An endurant ii stent graft system was inserted into the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient's iliac arteries were slightly angled and no tortuosity or calcification was present. It was reported that during the index procedure, when the physician started rotating the external slider, the sheath did not retract. The physician had rotated the slider approximately 5cm with no sheath movement. It was noted that there was a bend in the catheter when removed from the patient. There was no noticeable damage to the box or the delivery system prior to insertion. The physician successfully completed the case with a replacement. There were no injuries to the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).